Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 445 mg/dl with associated symptoms of polyuria, polydipsia, dehydration and diabetic ketoacidosis. The patient was reportedly hospitalized and received treatment of intravenous fluids and insulin via the insulin pump. The reporter alleged an occlusion issue with the pump. Troubleshooting performed by animas customer support determined the issue was associated with a training/misuse issue; the customer was assisted by animas customer support in changing the occlusion sensitivity setting in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue; a pump malfunction was not indicated as a contributing factor.